Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an unspecified secondary infusion flowed into the primary bag. There was no report of any patient harm.

Manufacturer narrative:
The customer¿s report that the secondary infused into the primary was not confirmed. Functional testing resulted in no back flow. Disassembly of the check valve resulted in normal findings with no particulates noted on the diaphragm membrane. The root cause of the reported event was not identified.

Manufacturer narrative:
Additional information provided from customer medwatch (B)(4).

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿anti reflux valve on IV pump tubing failed. Medication flowed into main IV bag."